Event description:
It was reported that patient experienced skin erosion at the ipg site. During the procedure, it was noted that both extensions were potentially damaged during the pocket opening using the plasma blade. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg and both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.